Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with manual injection/insulin pen, and insulin pump (subcutaneous insulin infusion). The customer reported a blood glucose value of 400 mg/dl and the current bg value was 248 mg/dl. The customer reported the following led up to the event had an insulin flow blocked alarm. The event involved product(s) mmt-332a, mmt-1884, mmt-399a. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer reported recurring insulin flow blocked alarms after troubleshooting. The customer has tried all remedies or does not want to troubleshoot recurring alarms. The customer declined to continue with troubleshooting. No further patient complications were reported. Mmt-332a was requested and the customer response was the device will be returned. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-399a.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0874 inches. Test p-cap and reservoir locked properly into the reservoir compartment. No no delivery alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed no delivery alarms on the event date of (B)(6) 2024 at 00:11:16.000 to 03:07:00.000 during bolus and basal. Pump delivered 3 bolus deliveries on the event date of(B)(6) 2024 at 00:11:16.000, 00:40:47.000, and 02:49:54.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications (23.278 mv). The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, broken belt clip rails, and pillowing keypad overlay. No delivery/occlusion alarm was not confirmed during testing. Unable to verify customer's complaint for high bg's. Moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.